Event description:
It was reported that this implantable pacemaker device exhibited longevity calculation not as expected. The estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Boston scientific technical services (ts) discussed longevity bins and that the device could switch from one bin to another with small change in impedance. Ts recommended monitoring and explained remaining months from elective replacement indicator (eri) to end of life (eol). Additional information was received indicating that the atrial output was reduced that the magnet rate back at 100 bpm. The device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was explanted and was returned for further analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker device exhibited longevity calculation not as expected. The estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Boston scientific technical services (ts) discussed longevity bins and that the device could switch from one bin to another with small change in impedance. Ts recommended monitoring and explained remaining months from elective replacement indicator (eri) to end of life (eol). Additional information was received indicating that the atrial output was reduced that the magnet rate back at 100 bpm. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device exhibited longevity calculation not as expected. The estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Boston scientific technical services (ts) discussed longevity bins and that the device could switch from one bin to another with small change in impedance. Ts recommended monitoring and explained remaining months from elective replacement indicator (eri) to end of life (eol). Additional information was received indicating that the atrial output was reduced that the magnet rate back at 100 bpm. The device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was explanted and was returned for further analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated and trigger corresponding device replacement indicators based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker device exhibited longevity calculation not as expected. The estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Boston scientific technical services (ts) discussed longevity bins and that the device could switch from one bin to another with small change in impedance. Ts recommended monitoring and explained remaining months from elective replacement indicator (eri) to end of life (eol). There is no known intervention information to date. The device remains in service. No adverse patient effects were reported.